Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the system caused unacceptable complications and the entire system was explanted and not replaced. It was noted that the event was possibly related to the device or therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was using 1-2 large pads/day, voids every 1-2 hours during the day, and had 2-3 uuie/day with large volumes that were completely uncontrolled. The patient also had pain at the stimulator site that resolved with the device turned off. The clinical diagnoses were a change in efficacy and pain at the stimulator site. It was noted that the event was related to the device or therapy, not related to the implant procedure, and due to programming. Interventions taken included suspending the therapy, administering medications of myrbetriq, and explanting the entire system. It was noted that the outcome of the event was resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.